Event description:
The recipient is reportedly refusing to wear the device. External equipment was exchanged, however, the issue did not resolve. Programming adjustments were made and the recipient was able to wear the device without discomfort. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not pursue revision surgery at this time. The recipient resumed device use with new programming. This is the final report.